Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. Expiration date and manufactured date are unknown. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02809. The most likely underlying cause for the revision reported is prosthesis wear and dislocation and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 60 months after a right total hip replacement procedure, the patient underwent a revision procedure to address joint dislocation and osteolysis. No further issues or complications were reported. No additional information is available.